Event description:
It was reported that the ventricular lead had high ventricular threshold. Therefore there was device reprogramming to save battery life. The ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.